Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - educator. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 6f angio-seal was placed in the patient after stemi. When the dilator was removed with the wire the valve failed. The angio-seal sheath was removed and a new one was applied with no issue. Estimated blood loss was less than 250cc's. The patient was in stable condition. The procedure outcome was not affected. There was no patient injury, medical/surgical intervention required.

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the locator along with the header bag. A valve was returned along with the device. Upon visual analysis, it was noted that the temperature control label was triggered on the header bag. The locator was unmated from the sheath hub, and it was noticed that the valve inside the hemostasis sheath hub was missing. Notifications has been sent to the manufacturing facility and an investigation has been requested. New product development (npd) quality engineer was notified regarding the incident as well. A certificate of manufacture (com) was initiated for further investigation. The allegation of the failed valve can be confirmed since the valve was detached from the sheath hub. An investigation has been initiated with the manufacturing facility to investigate failure mode. Per com all the corresponding batch records were reviewed to confirm that the product met all the manufacturing specifications. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.